Manufacturer narrative:
(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and verified that the unit fails with the delta p at 105. Calibration procedure was performed and found that the 73c peak to peak was low at around 50vp-p. The voltage was adjusted and all other parameters were verified. The patient circuit test passes and also passes the ventilator performance check with the delta p at 133. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100 b ventilator amplitude setting was only reading 104-105 cm. The customer confirmed that there was no patient involvement associated with the reported event.